Manufacturer narrative:
The ge service rep conducted an onsite investigation. The high voltage cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitors would go blank. No patient injury was reported.